Manufacturer narrative:
An additional aortic tag thoracic endoprosthesis (ctag) item number tgu373715 was also involved with this complaint. The information described in this report was collected by the society of vascular surgery patient safety organization for the vascular quality initiative (vqi). Vqi data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by the vqi. Therefore, further investigation is not possible.

Event description:
It was reported to gore via the vascular quality initiative (vqi) that on an unknown date in 2015 a patient underwent elective endovascular treatment of a symptomatic chronic dissection in zone 2, which extended to zone 14. The tevar indication was pain. The primary entry tear was located in zone 3 and was covered. Two conformable gore® tag® thoracic endoprostheses (tgu373720 and tgu373715) was implanted within zones 3 and 4, with coverage extending distally to zone 5. At the time of the initial procedure, the maximum aortic diameter was reported to measure 34mm, in zone 4. Additionally a branch procedure involving the left subclavian artery (lsa) was performed. Post branch treatment the vessel was reported to be patent with no reported coverage of the lsa. No postoperative complications were reported for the patient. Post operatively the patient was transfused with 2 units packed red blood cells and had a spinal drain placed. The patient was transferred to the intensive care unit and discharged to home on postoperative day (pod) 2. The maximum aortic diameter within the treated area at discharge was not provided. The patient underwent follow up visits on unknown pod(s): 20, 430 and 784. On an unknown date, approximately pod 20, follow up imaging reported the aortic diameter within the treated aorta, evg measured 39mm. On an unknown date, approximately pod 430, follow up imaging reported the aortic diameter within the treated aorta, evg measured 51mm. On an unknown date, approximately pod 784, follow up imaging reported the aortic diameter within the treated aorta, evg measured 51mm.